Manufacturer narrative:
No parts to be returned to the manufacturer for evaluation. UDI and manufacture date not available for this instrument at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. There was no patient present. It was reported that the site had a bent straight suction.